Event description:
On (B)(6) 2011, the pt reported experiencing elevated blood glucose of 400-600 mg/dl since last week and she is unsure why. She stated at one point last week, her blood glucose measured hi on her blood glucose monitor and she bolused through the infusion device and a few hours later her blood glucose measured hi. She programmed a temporary basal rate increase of 200% and her blood glucose remained elevated. She was admitted to the hosp on (B)(6) 2011 with a blood glucose reading of 439 mg/dl on her blood glucose monitor and a reading of 500 mg/dl on the hosp monitor. She disconnected from the infusion device and was treated with an insulin IV. She stated her blood glucose decreased but not consistently. At the time of the report, a nurse measured the pt's blood glucose at 443 mg/dl. She was not connected to the infusion device. Limited troubleshooting did not reveal any product issues. She is using a competitor infusion set and believes there may be an issue with her infusion site. Further attempts to f/u with the pt were unsuccessful. The infusion device was replaced and requested to be returned for eval.